Event description:
Healthcare professional reported, left side "implant exchange, due to the patient's concern with the product". And "late/delayed seroma". Healthcare professional, later reported, capsular contracture, baker grade unknown. And "tore, while removing it from the pocket" (not device related). Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "implant exchange due to the patient's concern with the product" and "late/delayed seroma". Healthcare professional later reported capsular contracture, baker grade unknown, "tore while removing it from the pocket", and ¿this is extremely thickened, dense, and extremely adherent capsule, there is a double lumen to the capsule with an exterior capsule and a secondary interior capsule adherent and stuck to the implant.¿ healthcare professional also reported ¿while attempting to remove the implant with my finger the implant was broken, rupture¿ and is not device related. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-48658. Aware date should have been listed as 8/26/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "implant exchange due to the patient's concern with the product" and "late/delayed seroma". Healthcare professional later reported capsular contracture, baker grade unknown and "tore while removing it from the pocket" (not device related). Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26-aug-2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation-use error: observed broken on radius side assessed as surgical damage per rga. Capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. As per the investigation procedure, observed delamination total of the plug strap disk shell (cohesive failure) creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "implant exchange due to the patient's concern with the product" and "late/delayed seroma". Healthcare professional later reported capsular contracture, baker grade unknown and "tore while removing it from the pocket" (not device related). Device has been explanted.